Event description:
A fractured cervical plate was reported. The original surgery was performed sometime in 2006.

Manufacturer narrative:
Little details of this incident were reported. The company is continuing efforts to obtain additional information on this incident and patient condition. It was reported that a revision surgery was being considered, but it is unknown whether the revision surgery took place. Consequently, no components are available to the manufacturer for evaluation. Both the surgeon and sales representative reviewed the x-rays and it appeared, but could not be proven that the surgeon tried to bend the plate at an unapproved location near the screw holes. The cervical screw appeared to have migrated into the vertebral body. If any new or additional information is received on this event or patient condition, a follow-up report will be submitted.